Event description:
Went to see eye dr due to serious eye irritation, photophobia. Diagnosed with corneal keratitis. Have been using amo complete moisture plus, which was just recalled. Used three months, 2x daily.